Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during visual inspection. The missing part was replaced and the pca passed all required testing.

Event description:
It was reported that the device sustained pin damage on the power pca. No failure symptom was reported. There was no adverse patient impact reported.